Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the spike port of an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag and the spike of an unspecified access solution set. During preparation, the eva tpn bag was spiked with the unspecified access solution set and a leak was observed between the connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between september 16, 2017 - september 17, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection on the photograph revealed a leak between the spike port tubing and spike port connector. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.